Event description:
The facility received an order for petroleum jelly. However, the order should have been for xeroform. Investigation results: after review of the above issues, the following was determined: type of medication error, incorrect medication. "Was the medication administered to the resident: no area where error occurred." Data entry and initial review medication(s) / product(s) involved: petroleum vs xeroform order error potential; low root cause: in accordance with policy and procedure the data entry tech should have entered the correct medication on the order. In accordance with policy and procedure, the pharmacist should have verified the correct medication and deviated from the established policy and procedure by approving the order as correct. The data entry tech and pharmacist were not in present in time with the script. (B)(4).